Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a shaft break occurred. The 87% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a 2.5x10mm unspecified balloon and then a 2.75x38mm taxus liberte stent was advanced to the lad but was unable to cross the lesion. After several attempts to cross the lesion the physician decided to withdraw the device and the shaft broke into two pieces. The physician was able to successfully remove the whole device from the patient and the procedure was completed with a 3.0x38mm non bsc stent. No patient complications were reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the device was returned in three sections as a result of a break that occurred in the hypotube and also the midshaft. The midshaft was stretched and the break was approximately 28.6cm proximal to the guidewire exit port. The midshaft was also kinked along the entire length. The hypotube was broken approximately 19.5cm from the catheter strain relief, and the remaining hypotube was kinked throughout. This type of damage is consistent with excessive force being applied to the device. Solidified blood was present within the inflation lumen, therefore indicating the device had been used in vivo. A visual and microscopic examination of the crimped stent found no issues. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).